Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. The complaint states, oxford hammer got broken at the weld after only 4 times of use. Ask for a credit note to the customer. This event occurred during surgery. No health consequences or impact. Visual inspection confirmed the reported event, the weld failed at the point where the shaft meets the handle due to lack of fusion of the weld joint. The instrument shows signs of wear with mushrooming and indentations on the hammer head. This is most likely due to repeated use over time in the field (approximately 3 years). Dimensional check not required as this does not impact the complaint. No assembly checks carried out as this is not applicable to the instrument or complaint. Functional evaluation was not required as most likely root cause is due to process and not related to material non-conformance. Lack of fusion of the weld joint caused the instrument fracture that was accelerated by repeated use. Reusable instrument lifespan manual states: while loading instruments into their respective instrument cases after cleaning and prior to sterilization, reference the manual and follow the instructions below. 1. Instruments should be inspected for completeness and function. 2. Inspection includes: a. Checking instruments that form part of a larger assembly or assemble with mating components. B. Inspecting for all forms of wear outlined in this manual. 3. Results of assembly, actuation, and extent of all forms of wear should be considered in determining whether an instrument is suitable for use. 4. If the reusable instrument is determined no longer suitable for use or if the suitability for use is still in question after inspecting the instrument and referencing the reusable instrument lifespan manual, initiate the process to return the instrument(s) to the manufacturer. The DHR related to the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. The product was most likely conforming when it left zimmer biomet control. The mhr related to the involved product has no non-conformances. Raw material certificate reviews are not required, as the DHR reviews confirm that materials were deemed compliant on product release. Pqs-zbc-19-002-e and CAPA ca-04950 were initiated to address the issue that the welding process is not validated in jinhua, china. The reported item in this complaint, 32-422760, is included in the scope of the CAPA ca-04950. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The overall risk is considered to be low. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the oxford hammer got broken at the weld after only 4 times of use.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the oxford hammer got broken at the weld after only 4 times of use.